Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4). It was reported that patient underwent left total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, fluid was noted. The fluid on the posterior lateral of the left hip measured 53.4 x 66.8mm. The third measurement was unavailable. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, fluid was noted. The fluid on the posterior lateral of the left hip measured 53.4 x 66.8mm. The third measurement was unavailable. Additional information received noted the presence of a snapping/popping noise and a grinding sensation in the hip. Patient also reports experiencing pain and leg length discrepancy. These findings were found due to follow up testing. There has been no reported revision procedure to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the reported event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-01824 /-02675 /-02676).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6), 2006. During post operative monitoring and testing, fluid was noted. The fluid on the posterior lateral of the left hip measured 53.4 x 66.8mm. The third measurement was unavailable. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received noted the presence of a snapping/popping noise, pain and a grinding sensation in the hip.